Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 30 mm drill bit broke off in patient acetabulum.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no instrument associated with this report was received for examination. Examination of the attached photograph confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the 30mm drill bit broke off in patient acetabulum. Investigation method: investigation summary: